Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to a1, information was inadvertently not included on the initial medwatch. Correction to g2, adding india. Information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the telescope did not lock properly due to a broken telescope locking pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the telescope not locking properly occurred due to the use of excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a therapeutic retrograde intrarenal surgery, ¿the fixing connector has broken and detached¿ from the oes elite high definition autoclavable telescope. The procedure was completed successfully using the same device without any delay. The device was inspected prior to the procedure and was working normally. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.